Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that he had just received a new insulin pump and turned it on and noticed on the left corner of the lcd screen, there is a missing segment on the display where it shows the reservoir. Customer did the auto check to check if every pixel on the display lights up and there is a part that does not. Blood glucose value is between 120 and 140 mg/dl. Customer is using the battery that came with the device. Customer stated that the insulin pump was neither dropped or bumped. Nothing further reported.